Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the hematocrit saturation probe was dropped and the monitor displayed a "hematocrit saturation module color chip failure." There were no reported adverse consequences to the patient.